Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17993.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. There was no delay in therapy, and no medical intervention was required. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer's device displayed a "backup alarm failed" error code. It was reported that the issue could not be duplicated, however, there was a relevant log dated. A philips field service engineer (fse) reported that the issue was not duplicated by a check performed. It was noted that since the occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu board was replaced as recurrence preventive measures.

Manufacturer narrative:
Initial reporter name and address: (B)(6).